Event description:
Customer reported the insulin pump might be defective, she dropped and it has a crack on it. Customer believes the device was not working right. Customer's blood glucose was 128 mg/dl. The crack was on the screen. Customer stated since the drop customer has been experiencing low blood glucose reading. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined troubleshooting for low blood glucose and just wanted the device replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a small crack on the reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.